Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror image oversensing and a possible insulation integrity issue were noted on the right atrial (ra) and right ventricular (rv) leads. Short v-v counts were noted on the rv lead and noise was noted on the ra lead. The ra lead was reprogrammed to unipolar configuration and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.